Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up and the CT showed a proximal type I endoleak due to loss of proximal seal due to disease progression. It was reported that the stent grafts were explanted. The physician stated that the cause of the event was due to anatomy; proximal tissue disease progression. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Evaluation of the returned devices. From the examination of the returned devices and clinical information provided, the exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined. However, it appears likely that this was caused by the reported disease progression; loss of a proximal seal due to aortic neck dilatation. The devices were returned with the limbs transected at mid-length; the distal limbs were not returned. A single suprarenal anchoring pin was found fractured at its base from one of the suprarenal stent apices, and the sutures attaching the distal end of this suprarenal stent to the bifurcate fabric were found to have detached. The fractured pin was not returned with the explant. The cause of these findings could not be determined. Since the device had migrated into the sac these events likely occurred in-vivo; however, it is unclear if may have occurred prior to or after the stent graft had migrated into the sac. Two abrasion related tears, 1.2 mm and 0.8 mm in length, were also observed on the anterior of the bifurcate aortic body at spring 2. The cause of these tears could not be determined; however, these holes appeared ¿covered¿ in the as received condition. The returned proximal section of the contralateral limb was 100% occluded. The cause of the occlusion could not be determined; the limbs were not visible in the angio, and since the complete limbs were not returned this limited the extent of the analysis.

Manufacturer narrative:
Review of a single still angio image revealed that an endurant stent graft system was implanted in the patient. The bifurcate proximal graft margin was positioned approximately 15mm below the left renal artery. A proximal type I endoleak was seen due to a lack of any proximal seal; there is no remaining aortic neck and contrast was seen around the left side of the proximal bifurcate stent graft. The suprarenal stent apices were at the level of the left renal and were constrained within the remaining proximal neck. Measurements were unable to be made since no visible calibrated catheter or scale was visible in the image. No other stent graft issues were observed. The cause of the proximal type I endoleak was caused by lack of stent graft apposition; possibly due to disease progression and migration. Pre-implant films and patient anatomy at implant was not available, and earlier post-implant films were also unavailable for review. Stent graft migration could not be confirmed since comparison to earlier films could not be performed. A single photograph of the explanted device was also returned. No obvious stent graft issues were observed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.